Event description:
It was reported that noise was noted on the right ventricular (rv) lead resulting oversensing and inappropriate anti-tachycardia pacing (atp). Provocative testing was performed, however, the noise was unable to be reproduced. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.